Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was 500 (mg/dl) with moderate level of ketones. Additionally, the customer reported receiving multiple, intermittent inaccurate fill estimates after loading cartridges with 300 units of insulin. Reportedly, the issue was resolved after loading a new cartridge. The customer reported manual injections would be used for insulin therapy.